Manufacturer narrative:
(B)(4). Reported event was unable to be confirmed as visual examination of the provided pictures show the liner seated, however this cannot be confirmed either due to the limited view. Device history record was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Product code: (B)(6). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that when the surgeon went to insert the ve poly liner, 36mm + 0 into the 14mm tm reverse stem. The hole was drilled in the back of the implant and the poly and inserter were aligned. After repeated impactions, the poly would not seat. The poly would go down medially but up laterally and vice versa. Poly would not seat and it was determined that we should use a different implant to finish the case. No further information is available.